Event description:
It was reported that the customer experienced a low blood glucose (bg) level that was "low" per continuous glucose monitor readings. Reportedly, customer was delivering boluses mid-meal or after eating and was significantly underestimating carb values. Customer also needed settings adjustments. Low bg was addressed by consuming carbohydrates. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.